Event description:
Caller reported a malfunction on the pump, identified as malf 12, which did not adversely impact the customer¿s blood glucose level. The customer found the reset procedure on tandem's support page and successfully completed a pump reset on their own. However, the pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.